Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a nurse from (B)(6) of septicaemia secondary to peritonitis in a patient coincident with extraneal viaflex and physioneal 40 therapies for continuous ambulatory peritoneal dialysis (capd). At the time of this report, the action taken with extraneal and physioneal 40 were not reported. On (B)(6) 2008, the subject experienced septicaemia secondary to peritonitis and was hospitalized the same date. It was not reported if the patient received remedial therapy for the septicaemia secondary to peritonitis. On (B)(6) 2008, the patient recovered from the event of septicaemia secondary to peritonitis and was discharged from the hospital. An opinion of causality was not reported for the event of peritonitis. The study endotoxin-associated sterile peritonitis observational study (e-steps) was sponsored by baxter with a protocol number of (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.